Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for device check-up, noise episodes were observed. Noise could not be reproduced. Programming changes were made. No patient symptoms were reported.